Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was treat to a mild calcified, moderately tortuous mid left anterior descending artery. The 2.5x38mm xience prime stent was deployed; however, a distal edge dissection was noted. The dissection was treated with a 2.5x15mm xience prime. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.